Manufacturer narrative:
Sc-1200; (B)(6). The returned implantable pulse generator was analyzed and the allegation that the patient was no longer experiencing adequate pain relief and stimulation is no longer occurring in the intended areas was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. A review of the product labeling indicated that this reported event is a known risk associated with the use of spinal cord stimulation. Therefore, the identified probable cause for this investigation is the known inherent risk of device, as the symptoms experienced by the patients fall within the recognized risk category.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient therapy and non-target stimulation issues. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the supplemental 1 MDR on blocks b5 and h3.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient therapy and non-target stimulation issues. The patient was doing well postoperatively. The explanted lead will not be returned.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient therapy and non-target stimulation issues. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7019907, UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately may of 2025.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient therapy and non-target stimulation issues. The patient was doing well postoperatively.